Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and confirmed leaking from reagent probe b. The collar wash valve was replaced to resolve the issue. (B)(4).

Event description:
A customer reported a leak when using a synchron® lx®I 725 system. There was leaking from the reagent probe b and many qc (quality control) results were not within the laboratory's acceptable limits. Liquid was observed under reagent probe b on the black tray. The issue was referred to a beckman coulter field service engineer. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves when the leak occurred. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.